Event description:
The pt experienced a poor therapeutic outcome from the intrathecal baclofen therapy. The pt did not get the results expected by the hcp. A dye study was done; results were inconclusive. The dye study did not show drug anywhere. No rotor study was done. The hcp replaced the pump. There was no pt injury associated with the event. The pt recovered without sequela after device removal. Following the replacement the pt was somewhat improved.

Manufacturer narrative:
(B) (4). The pump was returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.